Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that there was skin tear on patients nose during removal of eye drape during the surgery. The procedural type was unknown. The surgery was completed on the same day however the replacement details were unknown. The current condition of the patient was unknown. Antibiotic was applied to the nose.